Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.50 on a pt who was presented in the ed with chest and back pain. (B)(6) 2011: I-stat results (ng/ml) - time: 15:04, result: 0.50. Unk, 0.09 (repeated immediately). The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.